Event description:
On (B)(6) 2019, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient had a wound around his stoma site that looked like a ¿red crescent.¿ his physician prescribed him an unknown oral antibiotic. In (B)(6) 2022 he was also using an antibiotic cream. By (B)(6) 2022 the stoma site issue was resolved.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.